Manufacturer narrative:
(B)(4). The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. Numerous kinks were present throughout the shaft of the device. Functional testing showed a leak at the male connector with female luer during the prime cycle and the device would not prime and the ¿check saline supply¿ error was displayed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported during the procedure an error message occurred. The patient presented with an acute myocardial infarction. During the use of a spiroflex angiojet thrombectomy set inside the patient, the machine gave an error code. The cath. Lab staff noticed at this time that saline was coming out of the chamber and into the angiojet machine. The corrections were checked and the procedure was commenced, the same error code occurred and saline was noticed dripping out of chamber into the machine. The device was immediately removed and the procedure was completed with another of the same device. No complications were reported and the patient was reported to be stable post procedure.